Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp moved while on the patient. There was no known patient injury nor delay in surgery. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The unit was received with the lock having rotational and lateral movement. A residue buildup was present. The unit needed new components to replace worn internal parts, as well as general maintenance/cleaning. The device was manufactured in 2007. The reported complaint was not confirmed. The reported movement/slippage failure could not be duplicated by service and repair.